Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of cervical radiculopathy and cervical/neck stimulation. It was reported that the patient had good coverage prior to a recent fusion. The patient stated that the doctor moved their wires during the fusion. The patient did have stimulation across both shoulder prior to fusion and now only has stimulation in their neck post fusion. The patient's battery has reached eol, replacement is planned.